Event description:
The rep reported the device was used during a lung resection. It was reported the tx30v did not completely fire. The surgeon had placed the device on the pulmonary artery and did have good exposure, even though there was a tumor involved and the surgeon had to go through the pericardium. The guide pin was closed in the proper position. When the instrument was removed, the staples had not formed in the specimen. The pt expired intraoperatively.